Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 32-year-old female patient who had essure (ess205) (batch no. 12273827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, pregnancy, gravida ((B)(6)), epigastric discomfort, constipation, pelvic discomfort, back pain, calf pain (muscle pain; plantar pain, plantar fasciitis), plantar fasciitis, obesity (bmi 36-36.9), adenomyosis, endometriosis, multigravida, parity 4, iron deficiency, endometrial biopsy, paratubal cyst and amenorrhea. On (B)(6) 2017: gross description: received in formalin, labeled (sp-1 396, uterus, cervix, bilat. Tubes), is a 226 g hysterectomy specimen composed of a 208 g previously opened uterus 11 cm si x 7 cm cc x 5.5 cm ap, and 11 x 0.8 cm right fallopian tube, and a 10 x 0.8 cm left fallopian tube. The cervix is 4 cm lx 3.5 cm 0 with a 1.7 cm slit like os. The uterine serosa is smooth. The endometrium is hemorrhagic and 0.1-0.2 cm. The myometrium contains areas of diffuse, spongy, tan tissue with focal hemorrhage. No discrete masses are identified. The fallopian tubes are fimbriated. The left fallopian tube has a 0.4 cm pedunculated clear fluid filled paratubal cyst. The right fallopian tube contains a coiled metallic device approximately 4 cm in length. An embedded coiled metallic device approximately 1.5 cm in length is identified within the myometrium near the left cornu. Representative sections are submitted as follows: a1) cervix a2) endometrium a3) myometrium and serosa a4-5) right fallopian tube a6) left fallopian tube. Concurrent conditions included bursitis, rotator cuff tear, venous (peripheral) insufficiency, unspecified, ovarian cancer and herpes zoster. Family history included colon cancer. Concomitant products included aciclovir (acyclovir), atropine, beclometasone dipropionate (beclometasone) since 2014, diazepam (valium), erythromycin since 2015, famotidine, ibuprofen (motrin), ketorolac tromethamine (toradol), medroxyprogesterone since (B)(6) 2016, naproxen and triamcinolone acetonide since 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems condition: anxiety"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ weight loss (specify which one) weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea, anxiety, weight increased, menorrhagia, vaginal haemorrhage and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: plaintiff claimed that most,if not all symptoms decreased soon after removal. 2coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 89.342 kgs. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Pregnancy test - on (B)(6) 2006: result: negative. Ultrasound pelvis - on (B)(6) 2017: findings: uterus: measures 9.5 x 6.2 x 7.5 cm. There is diffuse bulkiness of the myometrium with slight heterogeneous echotexture. There is slight blurring of the interface between the endometrium and myometrium. Findings are compatible with adenomyosis. No fibroids. There are bilateral essure devices. The left essure device is in appropriate position. The proximal tip of the right essure device projects 1.0 cm into the uterus.; on (B)(6) 2017: uterus: measures 9.5 x 6.2 x 7.5 cm. There is diffuse bulkiness of the myometrium with slight heterogeneous echotexture. There is slight blurring of the interface between the endometrium and myometrium. Findings are compatible with adenomyosis. No fibroids. There are bilateral essure devices. The left essure device is in appropriate position. The proximal tip of the right essure device projects 1.0 cm into the uterus. Endometrium: measures 8 mm. Slight blurring of the endometrial and myometrial interface. No focal endometrial lesion. Right adnexa: the right ovary is nonvisualized. No right adnexal mass. Left adnexa: the left ovary is normal, measuring 3.4 x 1.2 x 2.4 cm. Impression: bilateral essure devices. The left essure device is in appropriate position. The proximal tip of the right. Essure device projects 1.0 cm into the uterus.. Concerning injuries reported in this case the following ones were described in patient medical records: abdominal pain lower, dysmenorrhea, anxiety, menorrhagia, pelvic pain, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 32-year-old female patient who had essure (ess205) (batch no: 12273827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bursitis, rotator cuff tear, venous (peripheral) insufficiency, unspecified, ovarian cancer and herpes zoster. Concomitant products included aciclovir (acyclovir), beclometasone dipropionate (beclometasone) since 2014, erythromycin since 2015, medroxyprogesterone since on (B)(6) 2016 and triamcinolone acetonide since 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems condition: anxiety"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ weight loss (specify which one) weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea, anxiety, weight increased, menorrhagia, vaginal haemorrhage and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: plaintiff claimed that most,if not all symptoms decreased soon after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 89.342 kgs. Hysterosalpingogram: on (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2019: plaintiff fact sheet was received. Lot number were added. Events added from pfs- dysmenorrhea (cramping), anxiety, weight gain, abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), hair loss. Reporter information, medical history, concomitant drug, weight, aka name, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.